Manufacturer narrative:
Product analysis: analysis determined that the programmers cursor jumped away from the stylus in the upper right part of the screen. It was confirmed that it was not the display as service had the same issue with a known good screen so replaced the computer platform. Errors were found in the service history log. Cleaned, reloaded and updated software. The programmer then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned to service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.